Event description:
Hosp staff were treating a pt in the catheterization lab and the pt went into atrial fibrillation. Reportedly, when staff attempted to deliver a countershock, the device allegedly did not deliver energy. The allegation was based upon a lack of skeletal muscle response from the pt. Staff reportedly attempted approx three countershocks with no response from the pt. On the fourth attempt there was a response and the pt was resusctitated. There were no adverse effects reported to the pt as a result of the reported incident.